Event description:
Baxter (B)(4) received a report that an intermate had separated tubing from the device before use. The device was filled with 2000mg meropenem in 100ml sodium chloride. The patient did not use the device and did not miss treatment since other devices were available for use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation with approximately 100 ml of fluid in the reservoir. Visual inspection confirmed the reported condition as partially broken tubing at the junction of the luer post. The root cause was determined to be a manufacturing defect: stress applied near the location of the slide clamp within the shrink-wrapped package caused the tubing to become weak and break. A new slide clamp was implemented to address this issue. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.